Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on (B)(6) 2017') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('heavy irregular menstrual bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included herpes infection, bacterial vaginosis, candidiasis, dysuria, arthropathy, unspecified, site unspecified, motion sickness, urinary tract infection, attention deficit hyperactivity disorder, knee replacement (B)(6) 2012 left knee), knee arthroscopy and hernia repair. Concurrent conditions included urine odour abnormal, urgency-frequency syndrome, cystocele, vulval irritation, menstrual cramps, nabothian cyst, cervix inflammation, follicular cyst of ovary, uterine leiomyoma, dysmenorrhea, anemia and genital bleeding. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("large fibroid uterus"). The patient was treated with surgery (hysterectomy total laparoscopic for 424 gm uterus bilateral salpingectomy right oophorectomy). Essure was removed on (B)(6) 017. At the time of the report, the heavy menstrual bleeding and uterine leiomyoma outcome was unknown. The reporter considered heavy menstrual bleeding and uterine leiomyoma to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy menstrual bleeding quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on 28-jun-2021: mr received. Reporter information, patient's medical history were added. Event "medical device removal updated to heavy irregular menstrual bleeding. Event large fibroid uterus added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on (B)(6) 2017') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.